Manufacturer narrative:
Through additional follow-up, it was learned that the employees subject of the reported event weren't wearing the appropriate gloves while handling prolystica hp enzymatic manual cleaner.

Manufacturer narrative:
User facility personnel stated to a steris sales representative that they had been previously wearing gowns without a stomach barrier and have since received new ones with a barrier. Additionally, it was discovered that the employees subject of the reported event were not wearing gloves while handling prolystica hp enzymatic manual cleaner dye & fragrance. The prolystica hp enzymatic manual cleaner safety data sheet (sds) states, "personal protective equipment should be selected based upon the conditions under which this product is handled and used. Protective clothing, gloves, protective goggles. Wear rubber gloves or latex-free gloves, wear chemical splash goggles or safety glasses, wear suitable protective clothing." The prolystica hp enzymatic manual cleaner label states, "if skin irritation occurs, get medical attention." User facility personnel were counseled on the proper use of the prolystica, specifically the importance of wearing proper ppe. UDI related data clarification - the lot/serial number is unknown; therefore, the applicable production identifiers were not included in the MDR. No additional issues have been reported.

Event description:
The user facility reported that two employees experienced rashes after contacting prolystica hp enzymatic manual cleaner dye & fragrance. One employee did not seek medical treatment while the other went to the ER and was given pepcid and prednisone.